Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID (B)(4) lot# v014767 serial# implanted: explanted: product type lead product ID (B)(4) lot# v014767 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(4) 2011 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that they thought the patient had a fractured lead. The caller reported that on (B)(6) 2016, the patient had their left lead and ins replaced due to a fractured lead. The caller also reported that the patient's right lead was also fractured, but was never replaced as the patient no longer used therapy on that side. The caller reported that the leads had been fractured for a while. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia, obsessive compulsive disorder (ocd), and movement disorders. It was reported the extension was replaced in 2016. Caller had no further information and was to further research. No patient symptoms or further complications were reported as a result of this event.